Event description:
It was reported that the neptune rover would not operate, prior to the start of a scheduled procedure. As a result, the procedure was cancelled. There were no patient injuries reported and no other adverse consequences alleged with this event.

Manufacturer narrative:
A field service tech was dispatched to the user facility to evaluate the device. The service tech discovered that the bolts attached to the vacuum pump were loose. The bolts were tightened and the rover was returned to use.